Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had pocket site pain with leaning back against the battery. The rep reported that no troubleshooting was reported to them. The rep reported that surgery was performed to replace the battery as the patient reported that he wanted a smaller battery. The issue was resolved. No further complications were reported.